Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).

Event description:
It was reported that the ventricular lead exhibited intermittent loss of capture, increased thresholds and decreased sensing. The lead would be monitored.